Event description:
A report was received that the patient underwent a revision to remove the lead anchor as it was causing pain. The patient has little back fat and the anchors were too close to the skin. The patient is doing well following the revision.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50, serial#: (B)(4), description:enh st ld kit, 50 cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.